Event description:
It was reported that the pump experienced issues with battery depletion. There was no reported impact to the customer¿s blood glucose level. The patient's mother indicated that the pump warranty had expired, and attempts to repair or replace the pump were not pursued further, as the pump could not be repaired or replaced, and additional troubleshooting was declined.